Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the first structural balloon trocar did not inflate properly so the surgeon asked for another one , this worked for the duration of the case however when they took it out it was punctured and had lost all air from the balloon. The patient was not affected, did not lose any blood, there was a slight (2 minute delay) in the procedure otherwise nothing un-towards happened to the patient.